Event description:
It was reported the device does not sense properly. The device was returned for repair and recalibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board was defective and the interconnect flex was replaced as a preventative. It was also noted that the upper case was broken. Further analysis was performed on the main pcb and the interconnect flex. This analysis was unable to confirm the failure seen during repair of the device, however it was noted that the interconnect flex did not meet minimal mechanical specification for tail thickness.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.